Event description:
It was stated that the customer was hospitalized for high blood glucose levels. The customer had previously called to report blood glucose levels above 500 mg/dl. The customer then called her doctor, and was told that her insulin pump was malfunctioning. The customer was unavailable for troubleshooting at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.